Manufacturer narrative:
The device is expected to be returned for repair and evaluation. However, covidien has not yet received it. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, when the use attempted to change the fio2 value on the ht70 ventilator, the mixer knob broke. The patient was transferred to another ventilator. There was no reported patient injury.